Event description:
It was reported that while cutting the sternum bone of a pt, that two blades broke. It was further reported that all pieces remained in the pt. It was reported that another blade was available and that the procedure was completed successfully. It was further reported that there was no pt injury or intervention as a result of the reported event.

Manufacturer narrative:
Device not available for evaluation. In addition, no lot number information was provided for further investigation.